Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Visual inspection showed the pump had a cracked rear housing at the cartridge viewing window. A review of the event history log (ehl) was not applicable. During the functional testing was able to duplicate the reported issue. It was found to be the battery issue. The root cause of the issue could not be determined. Replaced aaa battery as soon as possible after the pump gives low battery notification.

Event description:
It was reported that a patient reported that while she was performing her cartridge's change the smiths medical ms3 pump, it was giving a message saying pump is defaulting. No adverse patient effects were reported.